Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in inappropriate therapy. At the time, the patient was vacationing. The patient was hospitalized for 48 hours at (B)(6) and the device sensing vector was reprogrammed from secondary to primary sensing vector. Boston scientific technical services (ts) was consulted for further guidance/direction. Ts noted smaller amplitudes and different wave morphology in all three vectors in 2019. Ts suspects system migration and recommended comparing recently x-rays with those from implant. Ts noted however that the recent inappropriate shock restored the amplitudes to a value more in line with historical values. The field representative reported that the patient's following physician at (B)(6) is not interested in surgical intervention. The device remains implanted and in service.